Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 22 mmol/l with symptoms of thirst and shakiness. The reporter stated that the patient visited an emergency room and was treated with insulin via injection. The reporter stated that there were multiple loss of prime warnings that had caused a delay in insulin delivery. The reporter noted that these loss of prime warnings had occurred across multiple cartridges. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of recurring loss of prime warnings.